Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. The patient had extreme pain and pressure at the implant site after implant placement. The implant was removed to relieve the patient's pain. Signs of infection were noted around the healing abutment.